Manufacturer narrative:
The reservoir tube lip was partially broken off but the test reservoir locked in place properly. No missing reservoir tube o-ring noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the reservoir and o-ring was broken off. It was reported that they had issue or damage to reservoir compartment or lip or ring the reservoir was unable to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump will be returned for analysis.